Manufacturer narrative:
A4: patient weight not provided. D4: device serial number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patients mobile power unit stopped working.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not working was confirmed via evaluation. The heartmate mobile power unit (mpu) (serial number (B)(6)) was inspected at the service depot. Upon connection to alternating current (ac) power, the mpu was not able to properly supply power to a test system controller and mock circulatory loop. The issue was isolated to the power supply pcba (printed circuit board assembly) and a bulging c5 capacitor. The power supply was replaced, resolving the event. The mpu underwent functional checkout and passed all applicable tests. The mpu was returned to the customer site. The reported event of the mpu not working was determined to be due to a nonconforming capacitor on the mobile power unit power supply pcba. A corrective and preventative action (CAPA) was initiated to further address the observed issue. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to identify and respond to alarms that sound from their mpu and system controller, including yellow wrench / no external power alarms. Heartmate 3 instructions for use (IFU) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The heartmate 3 patient handbook section entitled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025.

Manufacturer narrative:
A4: patient weight, provided. B5: additional information. D9: date returned to manufacturer, provided. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
There was no adverse patient impact. Log files were not available.